Event description:
Legal counsel for the patient reported that the patient underwent right total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6)2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions.¿, number 6 states, "inadequate range of motion due to improper selection or positioning of components." And number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 4 mdrs filed for this event (reference 1825034-2014-00073 / 00076).